Event description:
It was reported that an ilet device¿s touchscreen became partially unresponsive on the top half of the display after the user noted two small cracks, and the device could not be utilized for therapy; the user transitioned to backup therapy and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.